Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that usb electromagnetic cable caused the reported issue and was subsequently replaced to fully restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a functional endoscopic sinus surgery (fess), the navigation system did not complete start up as the monitors displayed there was no signal at start up. The mouse was noted to be blinking red. It was noted that voltage was being delivered to the computer but it would not boot. When attempting to restart the navigation system, a bios error appeared on the screen. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The electromagnetic power/communication cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.